Manufacturer narrative:
Final device analysis results reveal- gear wheel three was detached and was discolored/corroded. S2 corrosion or s2 corrosion with mechanical wear.

Event description:
The manufacturer representative report "delivery of drug had stopped," and the "catheter was plugged." No pt symptoms were reported. The pt underwent surgery to replace the catheter and the hcp elected to replace the pump because it was noted that there was too much drug in the pump at refill. The drugs in the pump were morphine and bupivicaine. The devices were returned to the manufacturer for analysis. Additional information received from the hcp indicates "a stove fell on top of her." A study was attempted but they were unable to aspirate or inject from the catheter. The pump was stopped and surgery to replace the pump and catheter was set up as the pt had been experiencing more discomfort since the stove fell on her. A study done intraoperatively was "ok." The pump and catheter were replaced and the pump was set at 2 mg/day of morphine. The hcp reports "in effect the pt weaned their self down and off medication except for hydrocodone and reset her receptors." The pt recovered without sequela and is doing well. See MFR report # 6000030200701202.